Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) that occurred on the homechoice (hc) machine in dwell 5 of 5, patient was connected. It was found that the hp improperly disconnect from the set. The technical service representative (tsr) had the hp cycle power off and on to clear the alarm. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore. No evaluation or batch review could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. There are directions to maintain aseptic technique when following troubleshooting. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.